Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported the patient was not sure if she was empty her bladder because her void volume was more smaller currently than before having the interstim therapy. Patient was not having improvement on any sides. She did not really feel stim. Patient stated on either side, she would increase amp level to wear, she would get slight pain from stim and decrease it enough to where the pain was no longer noticeable. It was unknown if the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported the provided external neurostimulator serial number of (B)(4) does not align with the format of any serial number of manufacturer external neurostimulators. The cause of the patient not feeling stimulation was not known. The retention has not been resolved. There were no further complications reported.